Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, the type of the material or probable cause of the foreign material to adhere in the device cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material at the air/water cylinder and tube, auxiliary jet channel, and suction tube. There was no patient involvement.